Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the battery would not hold a charge and function as expected. An alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully and there were no consequences to a pt as a result of this event.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.